Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 400 mg/dl, with high ketones. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support. Customer to obtain manual injection to address bg level. Customer reached out to healthcare provider to discuss diabetes management.